Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll on 07/25/2016 for investigation. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaint reported for autopulse with serial number (B)(4). During the visual inspection it was observed that the bottom enclosure was damaged. The autopulse 1.5 is a reusable device and was manufactured in march, 2013. The physical damage found is a characteristic of normal wear and tear of the device. During the archive data review, multiple user advisory (ua) 02 (compression tracking error) and ua07 (discrepancy between load 1 and load 2 too large) were observed on (B)(6) 2016. The device failed functional test due to the device not being able to power on the device, thus confirming the reported complaint. In summary, the reported complaint of the device not powering on was confirmed during functional testing. Physical damage to the bottom enclosure that was observed during visual inspection was repaired. During the investigation it was observed that the battery cabling connector to the battery was damaged. The battery cabling was replaced. After which the device was tested using a test manikin for 22 minutes with no problems found. Also performed was a load cell characterization check, which the device passed. The device passed final functional test criteria.

Event description:
It was reported that during a shift check the autopulse platform (s/n (B)(4)) would not power on, no lights or text displayed. To troubleshoot the issue the crew tried different known good batteries, however the same issue occurred. It was noted that the platform did not look as if it was dropped or had any physical damage. No patient involved during this event. No additional information was provided.